Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive laser system was in use during an ureteroscopy procedure. The soltive laser fiber broke and burned the operating assistant superficially on the arm. The fiber was replaced, and the procedure was completed. There were no reports of patient harm. This is report 2 of 2.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.